Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the laser probe (lp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The lp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and found resistance. The cannula measured 0.025¿ at the top, 0.032¿ at the area of resistance, and 0.026¿ at the bottom. The tip length was found to be 1.410¿. A visual assessment under a microscope was performed and revealed excess adhesive. The root cause of the reported event is attributed to excess adhesive. However, as to how or when there was excess adhesive remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, an ophthalmic laser probe cannot be inserted into the eye. The surgery was completed. The patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).